Event description:
It was reported that pump had spiderweb cracks behind touchscreen and display issue affected ability to interact with pump and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.